Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was found to be dislodged. It was noted that the patient had a very recent x-ray where it was found that the leads were in appropriate location. The lead was found pulled back and tangled with the other implanted leads, the physician states this is consistent with twiddlers syndrome. The lead was successfully repositioned. No adverse patient effects were reported.